Event description:
It was reported that during attempted insertion of the iab through the introducer sheath, it become stuck and could not be advanced further. Because of this, the iab was removed and replaced. There were no additional complictions.